Event description:
During a scheduled follow-up exam, it was observed that the iliac leg graft on the pt's left side had migrated distally. The iliac leg graft has not separated from the limb of the main body graft, however it appeared evident that the required overlap was no longer achieved. An iliac leg extension was deployed at the overlap junction of the two grafts, in order to better ensure a future seal and maintain future exclusion of the aneurysm. No other interventional measures were needed.